Manufacturer narrative:
This investigation is complete. Should additional informiaotn become available this investigation will be updated.

Event description:
It was reported that noise was seen on the electrocardiogram when it comes to this device resulting in oversensing. In addition, a battery loss of 20% was noted in one year, thus a revision took place and this device was explanted. The device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our laboratory, review of device memory found the device never triggered replacement indicator while implanted. Attempts to download diagnostic information were unsuccessful. A magnet was applied to the device and it was noted that the device beeped sixteen times. An attempt was made to download the device firmware and this was also unsuccessful. A reset of the device was initiated with application of a magnet and the device beeped five times and stopped functioning. The device had no tones and no telemetry was possible. The device was also noted to be warm to the touch. The device case was removed to facilitate inspection of the internal components. The hybrid was noted to be warm to the touch. A thermal camera was used and images revealed an issue with the digital integrated circuit. No further testing could be performed and, as such, the root cause of the observed noise and oversensing could not be determined.

Event description:
It was reported this device exhibited noise that was seen on an electrocardiogram. Additionally, it was reported the noise was oversensed. In addition, a battery loss of 20% was noted in one year, thus a revision took place and this device was explanted. The device was returned. No adverse patient effects were reported.